Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
Report received stated that the facility felt there was a possible air leak in the ocean drain even after checking connections, because they were unaware if bubbling was normal.

Event description:
N/a.

Manufacturer narrative:
Correction to awareness date 22-mar-2022.

Event description:
N/a

Manufacturer narrative:
Corrected data: initial report aware date for g3 should have been 03/25/2022. This complaint reports that the users had difficulty with ocean drains. They were unaware that bubbling in the suction control chamber is normal when suction is applied and believed that the patient had an air leak. Information obtained from gfe communications indicate that the team was utilizing both the oasis and ocean drains at the time and were confusing the operation of the two drains. They have decided to stop using ocean drains. No patient harm was reported. The report does not describe a device malfunction, just a misunderstanding by the user on how the device should behave. No device was returned for evaluation. No pictures were provided. No lot number was provided, thus, neither a contemporaneous nor a companion sample could be evaluated. No lot number was provided so a DHR review was not possible. No evidence has been identified to suggest that this complaint is related to manufacturing or design of the device. The instructions for use (IFU) provides adequate instructions for the setup and use of the device and contains all the information required to avoid this failure. There was no evidence that was found to suggest manufacturing was the cause of this complaint. The complaint reported that the user did not understand that bubbling in the suction control chamber is normal when suction is applied to the drain. No device nonconformities are alleged in this complaint. No evidence was identified in the review of trending, device design, or the instructions for use to suggest there may have been an issue with the device or IFU. Because the device was not returned and no images or any other evidence of the incident was provided, this complaint cannot be confirmed. A device nonconformity has not been alleged by the complainant and has not been confirmed by the investigation. The root-cause for this complaint is user error. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. H3 other text : device not returned.